Event description:
According to the reporter, the customer stated that the recorder was flashing red and could never recapture the capsule. The customer stated that they uploaded the study but was not able to continue it. The customer had the patient put the recorder on their chest and move to a different location but they could not get the recorder to flash blue again. The customer had issues with de-identifying the study, and then they did not have the study to submit anymore for reasons unknown. It was determined that they had a 12 hour study that had to be repeated due to the issue. There was no patient or user harm due to the alleged device malfunction.